Manufacturer narrative:
Date rec¿d by MFR: 21apr2019. Date of report: 03oct2019. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer provided a quote to the customer in regards to a faulty fio2 sensor. It was determined that this quote was not accepted. The faulty fio2 sensor was removed, and not replaced. The device was found to pass all specification testing without fio2 sensing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the o2 sensor was showing low. There was no patient involvement.

Manufacturer narrative:
Date of report: 03may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the o2 sensor was showing low. There was no patient involvement.